Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken tip at the distal end. The broken piece was not returned. Additionally, the instrument was found to have a broken snake wrist cable. A broken snake wrist cable was observed during a visual inspection. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted other gynecology surgical procedure, the suction irrigator had a broken tip. The customer completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the was no report of fragments falling into the patient.